Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. The available iegms documented the presence of noise in the rv channel, as mentioned in the complaint description. Based on the information available for analysis, the root cause of these noise signals was not determinable. It cannot be excluded that a damaged lead insulation or a poor connection between the lead and the ICD header might have led to this observation. Should further relevant information or the devices become available for analysis, this investigation will be updated.

Event description:
After an implantation period of approx. 1 month, oversensing on the right ventricular channel was reported. The lead remains implanted at this time. Should additional information become available, this file will be updated.